Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a battery issue and the patient stated needing a new device. An attempt to gather further details was requested but no pertinent information was received. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.